Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to product performance anomaly. A new ra lead of the same mode was placed. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to product performance anomaly. A new ra lead of the same mode was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to dislodgement and placement difficulty. This lead was discarded and will not be returned. No adverse patient effects were reported.